Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced cystitis and vaginitis.

Event description:
It was reported that following insertion patient experienced cystitis and vaginitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced hematuria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence and urinary tract infection.

Manufacturer narrative:
Date sent to the FDA: 08/15/2017. Patient codes: (B)(4) urgency. It was reported that following insertion the patient experienced dysuria and urgency.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and bladder polyps. The patient underwent the concurrent procedures of cystoscopy and bladder biopsy during mesh implantation. It was reported that post implantation the patient experienced pain, infection, urinary problems, bowel problems, vaginal scarring and neuromuscular problems. It was reported that the patient underwent mesh revision and excision of vaginal scarring on (B)(6) 2011 due to perineal scarring and hypertension. No additional information was provided. (B)(4).